Event description:
A customer reported experiencing cartridge alarms with her insulin pump. There was no adverse impact on the customer's blood glucose level, remaining within normal range. Technical support assisted the customer with proper cartridge loading techniques to resolve some issues; however, a pump replacement was recommended and approved, and arrangements were made to send the replacement while continuing therapy on the current pump.